Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) received the unit with error code 25479 camera sticking on usm2. Through system logs and complaint details the correct reportable error should be 25745 and 31088 verified to have happened out in the field but not replicated in house. Multiple instruments were tested on the system with no issues. The unit was also tested on the psc fixture test platform (pftp) and passed all the following tests: fiber test, direction test on the usm and carriage test, chipencoder virtual absolute (cva) test, and sine cycle test with no related failures. Fa checked for any type of fluid intrusion or debris or throughout the insertion spar and none was found. Through system log error code 25745 known as switch fault produced the p, values = 2, this points to the instrument clutch switch which is the same as the recorded log problem. As a fix the instrument clutch switch will be replaced. As a precaution the accr and accl pca's will be replaced to accommodate the logged error 31088 for the carriage.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report the camera on the universal surgical manipulator (usm2) kept sticking. The tse noted the errors present in the logs during this procedure. The customer reported that after the power cycle of the system the issue was resolved, and the error was no longer present. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse was able to review the error in the log and noted error 25745 on arm 2. The fse replaced the universal surgical manipulator 2 (usm2) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm unit, but the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the field service engineer (fse) replaced the usm2 after the completion of the procedure due to error 25745. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. .